Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Edema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Edema is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a request for a medical expert consultation. Reportedly, following an uncomplicated left eye (os) cataract plus trabecular microbypass stent system procedure, the patient presented postoperatively with upper and lower eyelid edema, which progressively worsened. Per report, the patient was referred to multiple specialists for evaluation, and underwent a lower lid biopsy with a negative result. Through follow-up, the surgeon consulted with a medical expert who reported discussing various treatment options to address the patient's condition, including further procedures to treat the patient's "festoons". Additional information has been requested.